Event description:
(B)(4). Having very bad stomach pain, feels like I am being stabbed over and over again, bloating, painful sex to where I cry, pain all the time. No energy, back pain, night sweats and have no urge to have sex. Plus more.